Event description:
The balloon would not hold pressure during initial inflation in the diagonal artery. Upon inspection of the device following removal, a visible leak was observed at the proximal end of the balloon near where the balloon meets the shaft. Coronary angiography demonstrated transient "no flow" in the left coronary artery. Patient required resuscitation including placement of an intra-aortic balloon pump. Patient fully recovered and subsequently discharged from the hospital without any further complications. Physician's differential diagnosis for the etiology of the event included possibility of air embolism related to catheter leak.

Manufacturer narrative:
Visual inspection of the returned product found cracks near the guide wire exit port. Functional testing of the returned product revealed a leak in the distal catheter shaft originating just proximal to the guide wire exit port.